Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, the atrial lead could not detect sensing and there was no atrial capture observed. It is suspected the root cause was lead dislodgement. No further action has been taken or planned. The patient condition after the visit was good.